Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas e 801 analytical unit. The initial result of the undiluted patient sample from the analyzer was 0.971 miu/ml. The repeat result of the analyzer-diluted patient sample from another e801 was 69951 miu/ml. The nurse questioned the result prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation noted that the cleancell bottle was installed in the position of the preclean. The investigation is ongoing.

Manufacturer narrative:
The (B)(6) 2025 at around 09:00 am qc results were zero and accompanied by a data flag. The alarm trace did not indicate any issues. The investigation determined that an operator issue had caused the event (cleancell bottle placed instead of a preclean bottle). The product labeling states, "system reagent bottles of the e 801 module - the e 801 module holds 2 bottles of each system reagent behind the front doors. For each system reagent, you can replace one bottle without interrupting operation. To avoid misplacing bottles, the positions for the procell ii m, cleancell m, and preclean ii m bottles are keyed." The investigation did not identify a product problem.